Event description:
It has been reported by the customer that the ambulance was in an accident and tipped over. The mounting system and cot came loose in the ambulance. There was no patient involvement reported, however, there was an adverse consequence to report.

Manufacturer narrative:
It was reported the emt in the back of the ambulance experienced a hip injury due to hanging upside down in the seatbelt.